Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a closurefast catheter for a radiofrequency ablation treatment in the great saphenous vein (gsv) using local anesthesia and hand compression. The device IFU was followed. A guidewire was not used for insertion of the catheter. It was reported that while adding tumescent to the junction, the catheter did not respond to the temperature change. Customer stated that they started treatment and at the junction could not get the generator to stay at 120 degrees. After a couple of treatments, the catheter was pulled back a bit and got the temperature to stay at 120 degrees. It was reported that the rfg was turned off and rebooted to continue the treatment. This was carried out 5-6 times to complete the procedure with the same catheter. On a follow-up visit during the next week, it was found that the vein did not close and the procedure was not successful initially. Another radiofrequency ablation procedure was carried out on the patient a couple of weeks later without incident, procedure went well and the vein still did not close. Patient is getting vein stripping performed believing that a thermal procedure will not work on this patient.